Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/29/2018. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retain and returned cartridge testing of the lot met the acceptance criteria for detected error and undetected error rates outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive results on a (B)(6) year old female with left knee arthro fibrosis. The patient was admitted on (B)(6) 2017. The customer states that return product is available for investigation. (B)(6) . There are no injuries associated with this event. There was no repeat on I-stat. At this time and based on the information available, there is no confirmation a malfunction exist. The investigation is underway.